Event description:
It was reported that the patient had a bursitis near ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was explanted.